Event description:
It was reported that the user experienced episodes of hypoglycemia to 40 mg/dl and hyperglycemia to 400 mg/dl while using the ilet system; the device issued low and high glucose alerts, and the hyperglycemia resolved after the user¿s daughter replaced supplies and insulin delivery resumed. Symptoms included confusion and shakiness during the low event and headache with confusion during the high event. Outcomes included temporary interference with usual activities and need for non-medical assistance; no medical intervention or hospitalization occurred. Investigation included review of the reported events and user troubleshooting. Investigation of this case revealed user-related factors, including overtreatment of hypoglycemia and memory-related difficulty managing supplies, which contributed to the events. It was concluded that the device functioned as designed with appropriate alerts, and the events were attributable to use-related factors rather than a device malfunction.